Manufacturer narrative:
Convatec is submitting this report as a result of activities related to (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Complainant reports "applied convatec wafer for 1st time on (B)(6). Used usual care when preparing the skin; ivory soap and skin protector wipe; and eakin seal. Upon awaking on (B)(6); end user noted itching rash to head; hands and arms. Wafer was removed and caregiver applied a different brand wafer; as she had been using prior. They sought medical care and used prescribed antibiotics and steroids. The rash worsened; encompassing legs and trunk. She went to the ER on (B)(6) and was treated there for erythema multiforme minor. Encouraged to follow up with doctor and avoid use of wafer." Md visit on (B)(6); prescribed antibiotics and steroids by mouth. ER visit on (B)(6); diagnosed with erythema multiforme minor; given additional antibiotics (cephalexin) and steroids (prednisone) by mouth as well as hydrocortisone cream.